Event description:
The customer reported that the ventilator is giving "vent inop and motor fault" alarms continuously. No patient involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacing the main control pcb fixed the reported issue.